Event description:
It was reported that a consumer used clear care as directed to the "(B)(6)," but when they placed the lens into their eye, they experience burning. The consumer had trouble removing the lens, and flushed the eye. The consumer then went to the emergency room due to pain and blurred vision. While at the emergency room, the consumer was diagnosed with a corneal burn. The consumer was prescribed pain medication and antibiotic gel. Subsequently, the consumer began to experience deteriorating vision, which prompted a f/u visit to the emergency room where the deteriorating vision was confirmed. The consumer visited a specialist who confirmed the corneal damage to be permanent. No further info is expected.

Manufacturer narrative:
The actual complaint product was not returned for eval. Retained product from the same lot is currently in process of being evaluated. Upon completion, a f/u medwatch will be filed. (B)(4).